Manufacturer narrative:
E1 : (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient experience symptoms like redness, warmth, pain, and swelling at two abdominal puncture sites (since 01-05-2026 and 03-05-2026). The events were considered related to drug. The patient was treated with ice, topical antibiotic, and later started on another antibiotics as advised by the neurologist.